Event description:
It was reported during the device evaluation that the gastrointestinal videoscope had corrosion on forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for this damage. However, it is likely the water leakage from the damaged scope cover case led to the corroded forceps channel port. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.